Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and stated that they were getting 23118 errors on the right master tool manipulator (mtm) at power up. The customer had tried to recover and power cycle with no change. The customer attempted to power the system down and cycle the breaker at the rear of console 2. The 23118 error reoccurred when they powered the system back up, so they disabled the right mtm at console 2. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm) due to intermittent errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and the customer reported complaint was confirmed, but was not replicated during in-house testing. In lighthouse, the 23118 (eevt_inc2hall_error) error and 23138 (eevt_hall_edge_to_edge_lim) error were found indicating a failure on the grip axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system and driven with in-house instruments. No issues were observed and the unit passed system test. After installing on surgeon side console fixture test platform (sftp) and running the fitness test, the unit failed for slow gravity balance test post sine cycle for wrist pitch (axis 5) - ripple_torq_max was observed. 23118 error was not observed during sftp testing. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of this investigation, failure analysis has concluded that the grip motor and the manipulator controller master yaw (mcmy) printed circuit assembly (pca) were found to be